Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an procedure to reposition the left ventricular (lv) lead due to dislodgement. The physician cut the right atrial (ra) lead. The physician plugged the right atrial (ra) port and abandoned the lead surgically. No additional adverse patient effects were reported.